Manufacturer narrative:
G5:510(k)#: k102985. B4:10jul2021. The service engineer (se) confirmed the reported failure. The battery was less than 5 years old. The (se) replaced the battery to resolve the issue. The battery returned to normal power supply. The unit was tested and it was returned to service.

Event description:
The customer reported a ventilator battery fault. The device was not in clinical use. No patient or user harm was reported.